Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by doctor that they are unable to remove the guide wire (PICC catheter stylet). No other information was provided.

Event description:
It was reported by doctor that they are unable to remove the guide wire (PICC catheter stylet). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to remove the guidewire from the introducer needle is confirmed; however, the root cause could not be determined. One photograph and one video of a guidewire was returned for evaluation. An initial visual observation of the video showed unsuccessful attempts to advance and withdraw the guidewire from the introducer needle. An initial visual observation of the photograph showed the guidewire, which appeared to be broken and bent in multiple places. Use residue was observed on the sample in the returned video and photograph. Although a guidewire stuck in the introducer needle was evident in the submitted video, inspection of the video was insufficient to identify the cause of the apparent incompatibility. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.